Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, menorrhagia, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to " pelvic pain ", events- " psych injury, post removal complication, abdominal pain, back pain, dyspareunia, dysmenorrhea, menorrhagia, uti " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, dysfunctional uterine bleeding, low back pain, urinary tract infection, fever, uterine fibroid, type I diabetes mellitus with ketoacidosis, endometriosis, paratubal cyst, chronic cervicitis, adenomyosis, hyperglycemia, nausea, headache, dizziness, lasik eye surgery, pyelonephritis and wisdom teeth removal. Previously administered products included for an unreported indication: cipro, depo-provera and macrobid. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) -2018: status post hysterectomy with an ill-defined 4.0 x 5.8 cm deep pelvic collection concerning for developing abscess in the setting of leucocytosis. Hysterosalpingogram - on (B)(6) 2014: successful placement of essure contraceptive device bilaterally. No free intraperitoneal spill.. Ultrasound pelvis - on (B)(6) 2017: 1. Small intramural uterine fibroid seen in the mid uterine fundus. 2. Small complex follicle or hemorrhagic cyst in right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received: reporter, medical history, historical drug and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.